Event description:
Customer called reporting a button error on her insulin pump. Customer's blood glucose is 400 mg/dl. She treated with a manual injection. She said she went to bolus, but the numbers started scrolling up on their own. Her blood glucose was high because she just ate and could not bolus. There were no significant events leading to the alarm. Customer did a complete set change earlier in the evening. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. Insulin pump had cracked display window corner, cracked battery tube threads and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.